Event description:
It was reported that the leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were not returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the leads had high impedances and the implantable pulse generator (ipg) was not holding a charge. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-r. Upn: m365sc11600. Model: sc-1160. Serial: (B)(6). Batch: 375095. UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 26210255. UDI: (B)(4).

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 510711, UDI: (B)(4).

Event description:
It was reported that the leads had high impedances and the implantable pulse generator (ipg) was not holding a charge. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were not returned.